Manufacturer narrative:
Product complaint # (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please provide the procedure date? (B)(6) 2021. Can you please provide the name of the procedure? Hcp cannot recall. Can you please confirm what was used to complete the procedure? Another new suture from the same box. Can you please describe what was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? Surgeon pulled out the dislodged suture and continue the closure with another new suture. Can you please describe was there any adverse consequence associated with the patient? None. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the needle dislodged from the suture. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.